Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that when he woke up this morning his insulin pump's screen was behaving strangely: a light came on and vertical lines ran through the pump display. All sorts of icons would appear on the screen as well. The patient's blood glucose at the time of incident was 152 mg/dl. Troubleshooting was initiated for the partial display anomaly. The customer was advised to insert an (B)(6) aaa alkaline battery into the pump, but the display did not return to normal. The customer also confirmed that the pump was not bumped, dropped, or exposed to moisture. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.